Manufacturer narrative:
The customer's meter and test strip (1 strip) were returned for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): returned customer strip: qc 1: 3.0 inr. Retention strips: qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to the same meter and a laboratory result using an unknown method. At 2:49pm the meter result was 4.0 inr. At 3:04pm the meter result was >8.0 inr. On (B)(6) 2020 at 12:12 pm the meter result was >8.0 inr and, at the same time, the laboratory result was 3.7 inr. The customer¿s therapeutic range is 2.0 inr-3.0 inr.